Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values and sweating, ¿pounding heart¿, and disorientation. When a fingerstick was taken the cgm reading was 71 mg/dl, and the blood glucose reading was 31 mg/dl. The patient self-treated with drinking 24 ounces of orange juice. Despite the self-treatment the patient lost consciousness and fell down the stairs. The patient¿s wife called an ambulance. The patient was treated with glucose (route unknown) by the paramedics and recovered at home. The patient was not brought to the hospital. It was started that due to the fall the patient broke some ribs, but no further treatment was reported to be needed due to this. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5172872. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.